Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the output connector assembly was broken. Analysis also found two case screws and one plug were contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) ventricular port was cracked and would not allow leads to lock into place. The epg was returned for repair. There was no patient involvement.